Event description:
An implantable pulse generator (ipg) system was returned with limited information. Information identified in the paperwork indicated the patient died approximately one year post implant of the ipg system. A cause of death was requested and was reported as arrhythmia with no further information.

Manufacturer narrative:
Product event summary: (B)(4) the full lead in segments was returned and analyzed. Analysis found an insulation breach and an outer insulation depression. The conductor of the lead was found fractured. The distal portion of the lead was found pulled, stretched and overstressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.